Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation of the complained instrument has shown that the middle of the three screws of the cross connector only could be loosened with a significant increased torque. After disassembly no obvious visual damages on the screw were found. Furthermore the screw has been screwed and unscrewed easily in using the corresponding torque limiting device. The review of the manufacturing and material documents has shown that the article was manufactured in april 2010 according to the specifications. Unfortunately we cannot define the exact cause of failure. A material or manufacturing fault can be excluded.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a screw was blocked. During a revision surgery, the surgeon wanted to remove the cross connector. The middle of the three screws could not be loosened. The tip of the screw driver started to get deformed and the surgeon decided to stop in order to prevent the breaking of the tip. The surgeon had a similar experience some time ago where the tip of the screw driver broke off. The screwdriver is still intact and there is no need for investigation, item will not be sent for investigation. The revision surgery was done because of an infection. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and showed: part number 04.633.364 made on work order (B)(4)and lot number 6378088 had no ncrs. 04.633.364 is an assembly composed of eight(8) subcomponents¿ 04.633.364.9, 04.633.364.2, 04.633.330.3, 04.633.330.4, 04.633.330.5, 04.633.330.6, 04.633.330.7, 04.633.330.8. Subcomponents part number 04.633.364.9, work order (B)(4), lot 6341488 had on ncr, us1038138, for machine marks on bottom of component. Visual nonconformance is in a location that could not contribute to this complaint condition. Subcomponents part number 04.633.364.9, work order (B)(4), lot 6368591 had one ncr, us1041066, for visual nonconformances. Ncr was the result of an inspection error and has no impact to product quality. Subcomponent part number 04.633.364.2, work order 2274056, lot 6370731 had no ncrs. Subcomponent part number 04.633.364.2, work order (B)(4), lot 6346354 had one ncr, us1041061, for an oversized step. Product was accepted use-as-is by a product development engineer because out of specification condition would not affect form fit or function of assembly as long as subcomponents mate. The product was assembled, so this would have no impact on the complaint condition. Subcomponent part number 04.633.330.3, work order (B)(4), lot 6355465 had no ncrs. Subcomponents part number 04.633.330.4, work order (B)(4), lot 6287123 had one ncr, us1036234, for visual nonconformances. Visual nonconformance is in a location that could not contribute to this complaint condition.subcomponents part number 04.633.330.4, work order (B)(4), lot 6341968 had one ncr, us1040622 for visual nonconformances. Visual nonconformance is in a location that could not contribute to this complaint condition. Subcomponent part number 04.633.330.5, work order (B)(4), lot 6365275 had no ncrs. Subcomponent part number 04.633.330.6, work order (B)(4), lot 6354578 had no ncrs. Subcomponent part number 04.633.330.6, work order (B)(4), lot 6356884 had no ncrs. Subcomponent part number 04.633.330.7, lot 6237331 had no ncrs. Subcomponent part number 04.633.330.8, work order (B)(4), lot 6359137 had no ncrs. Material blank bk100636, lot 6243122, work order (B)(4), from which part number 04.633.330.4 (lot 6287123) was made had no ncrs. Material blank bk100636, lot 6333533, work order (B)(4), from which part numbers 04.633.330.4(lot 6341968), 04.633.330.6 (lot 6354578, lot 6356884), 04.633.330.3 (lot 6355465), 04.633.364.9 (lot 6341488) and 04.633.364.2 (lot6346354)were made had no ncrs. Material blank bk100636, lot 6337299, work order (B)(4) from which part numbers 04.633.364.9 (lot 6368591) and 04.633.364.2 (lot 6370731)were made had no ncrs. Material blank bk100635, lot 6331592, work order (B)(4) from which part number 04.633.330.5 was made had no ncrs. Raw material lot 6066985 from which bk100636 was made had no ncrs and certificates were found to be in order. Raw material lot 6238480 from which bk100635 and 04.633.330.8 was made had no ncrs and certificates were found to be in order. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.